Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Device was in backup for unknown reasons. The device was reset, reprogrammed, and a full follow-up was performed. The device remains implanted.